Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the meter, resulting as 7.6 inr. Within 7 hours, a sample from the patient was tested on the same meter, resulting as 7.8 inr. Within 7 hours of both meter tests, a sample from the patient was tested in the laboratory using an unknown method, resulting as 4.8 inr. The patient withheld 3.75 mg. Of coumadin medication based on the meter values and the time frame for withholding the medication was not determined at the time. No adverse events were alleged to have occurred with the patient. The patient was not treated based on the meter results. The patient is currently in stable condition. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per month. The customer did not know how the patient's finger was prepared for the meter measurements and did not know the time span between sample collection and application to the test strip. The patient is anemic, with a hematocrit of 27.3 %. The patient did not have antiphospholipid antibodies and did not take other anticoagulants. The customer could not confirm if internal controls had passed on the meter prior to testing. The customer's product was requested for investigation and replacement product was sent to the customer. The corresponding retention material complies up to inr 4.5 with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.